Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high tbhcg results generated by the synchron lxi 725 clinical system for two patients. Two patients when tested gave tbhcg results of 38 and 13miu/ml respectively and upon repeat on a different instrument they both gave a result of "<1miu/ml". The erroneous results were reported outside of the laboratory and corrected reports were issued. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples are collected in green or gold top tubes with gel and centrifuged at 3000 rpm for 5 minutes at room temperature in a swinging bucket centrifuge. System check performed a day prior to the event met specifications. A field service engineer (fse) was on-site 2009: (a) fse noted that the wash buffer connection tubing was pinched. (B) fse cleaned the wash and precision valves. Qc was run successfully. Fse verified repair per established procedures and results met published performance specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.